Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Adverse event regarding mesh excision in 2015 was submitted via medwatch 2210968-2020-00809.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and the mesh was implanted with cystoscopy. In 2015 the mesh excision was performed, and it was found that the vaginal wall had created a fistula and eroded through the urethra. In 2017 the mesh removal was performed but on follow up ultrasound, mesh was still evident. No further information is available.

Manufacturer narrative:
(B)(4). Adverse event regarding bladder perforation injury occurred during 2007 surgery intra-operatively was submitted via medwatch 2210968-2020-00822.